Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was hospitalized prior to death for an unreported reason. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs revealed no failure or malfunction that could have caused or contributed to the reported difficulty. However, an instance of iipv was found in the logs. The results of the sample analysis revealed no failure or malfunction were identified that could have caused or contributed to the patient passing away. Internal and external visual inspections performed revealed no problems. The device passed both the electrical and functional testing. Testing of the power cord received with the device revealed no problems and that it is electrically intact. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(6). A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It has been more than one year since the device was serviced. Should additional relevant information become available, a supplemental report will be submitted.